Event description:
It was reported by repair work order that the brake rod was damaged resulting in sharp edges being exposed. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.